Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe integra 3 ml w/ndl 25 x 1 rb needle was broken. Verbatim: I used a syringe today and needle came out while injecting and is either under my skin or somewhere on floor and I cannot find it. I spent 2 hours at the emergency room, as they did x-ray and did not see it on x-ray. I can email ER details if needed. I¿m sure you agree this is a serious situation and I would ask for some sort of compensation for this prior to getting any legal involved. I will await your response.